Event description:
On 05/08/2025, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 quick connect handle and ar-9231-01ag-25l drill guide broke as the surgeon was drilling the superior and inferior vault lock holes into the glenoid and upon removal the knurled handled snapped off inside of the vault lock drill guide. Both pieces were retrieved. This occurred during use in a case with no patient effect. There was no delay to the case as the surgeon had just finished drilling all the holes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9231-01ag-25l univers vaultlock® augmented glenoid drill guide batch number: 37622043 was received for investigation. Visual evaluation of the returned device noted wear and tear to the device with superficial scratches and discoloration observed. No broken remnants of the mating instrument were observed within the returned device. Functional testing was not performed due to the damage to the returned concomitant device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use. Refer to investigation photos. Complaint allegation is confirmed based on the damage observed to the returned concomitant device.